Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon of the unspecified infusor did not fully deflated and drug was still in the pump. The patient returned after 72 hours; however, same issue was observed. The device had been filled with fluorouracil. This issue was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.